Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an out of range impedance on the right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d). The clinician contacted boston scientific technical services (ts) as they were unable to locate the actual out of range measurement via the home monitoring data. Ts explained that since daily impedance measurements are taken every 21 hours, there are times when two measurements are taken in a day. Thus if the first measurement was out of range and the second measurement that same day was in range, the out of range measurement would register an alert but the in range measurement would be posted to the remote home monitoring system. Since all other ra lead impedance measurements were within range and there were no other issues with the lead, the clinic decided to continue to monitor the patient. The system remains in service and no adverse patient effects were reported.